Event description:
Customer reports that fluoro capability was lost during procedure. Patient information not available from customer. No reported injury.

Manufacturer narrative:
Field service engineer regained the image after rebooting the infimed camera system, but the image was not on the fluoro monitor due to a weak signal through the coax cable. Fse replaced the coax cable. Fse verified proper operation according to service manuals 404100 and 404729. System returned to full service by the customer.